Event description:
"Caller alleged discrepant results compared with the reference meter. Results as follows:" date: (B)(6) 2011, inratio: 1.3, reference meter: 2.9. Therapeutic range 2-3.

Manufacturer narrative:
Investigation pending.